Event description:
Pt had surgery for bilateral breast implant removal. Surgical findings: left side "significant amount free silicone on surface of implant." No gross disruptions of implant. Capsule also removed. Right side - massively ruptured implant with loss of continuity of the shell. Pt was discharged same day as surgery. Implants are now in pt's possession.